Event description:
Resistance was encountered while advancing the coil through the microcatheter; however, the coil was advanced into the microcatheter until detachment zone. The physician decided to remove the coil due to friction but while the coil was being removed from the microcatheter, the proximal part of the main coil broke off inside the catheter hub. The coil was completely removed with the microcatheter as one unit with no clinical consequence to the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The coil and introducer sheath were returned along with the microcatheter used in procedure. Analysis of the returned device revealed that the delivery wire was kinked likely due to handling. During functional evaluation, a 0.0155¿ pin gauge was advanced through the introducer sheath without difficulty. However, a coil and introducer sheath functional evaluation could not be performed because the coil was returned detached from the delivery wire. The coil was contained within the hub of the microcatheter and the microcatheter was cut to remove the coil. Analysis of the main coil revealed that it had broken off from the delivery wire at the detachment zone. Information available indicated that the target coil was confirmed to be in good condition prior to use and that resistance was encountered during advancement of the coil through the introducer sheath. It is probable that the main coil sustained damage due to some procedural factor during advancement through the introducer sheath and into the microcatheter contributing to the reported resistance and ultimately detachment when removing the coil from the microcatheter. Based on the information currently available, an assignable cause of operational context will be assigned to this investigation.

Event description:
Resistance was encountered while advancing the coil through the microcatheter; however, the coil was advanced into the microcatheter until detachment zone. The physician decided to remove the coil due to friction but while the coil was being removed from the microcatheter, the proximal part of the main coil broke off inside the catheter hub. The coil was completely removed with the microcatheter as one unit with no clinical consequence to the patient. The procedure was completed with another of the same device.